Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a craniotomy surgical procedure, it was noted that the drill broke inside the patient following consultation of the computed tomography(CT) scan. It was also reported that the fragment of the drill was removed successfully from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a craniotomy surgical procedure, it was noted that the drill broke inside the patient following consultation of the computed tomography(CT) scan. It was also reported that the fragment of the drill was removed successfully from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The product was evaluated by product engineering who concluded, from observations during device inspection, that the most likely cause of failure is that the drill encountered excessive force causing it to break at the shoulder transition location between the head and minor shank. The instructions for use for the attachments for use with the wire pass drill contain the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory."